Event description:
It was reported that sharps coll 8qt nest open top needl port lid was missing. This was discovered before use. The following information was provided by the initial reporter: upon checking for delivery at spd, it was confirmed that one lid was missing.

Manufacturer narrative:
H.6. Investigation: according to the DHR review process; the result showed there were no issues reported like missing lids during the manufacturing process of the lot number reported under this customer complaint. A review of the ncmr¿s was performed; the result showed there were no issues reported like missing lids for the same part number throughout the last twelve months. No samples or pictures were received. According with the manufacturing dates from lot number reported under this complaint it was confirmed that this lot was manufactured after the implementation of a corrective action which arose from improvement opportunities regarding to missing lids issue, the corrective action is the implementation of a weighing system to detect missing lids per box. This system consists in the evaluation of the correct quantity the pieces through the weight of themselves, when the product in the box meets the correct weight (quantity of components), a label is emitted and printed then the label is attached in the inner flap of every box to track the weight records recorded in the weighing database. For this reason the label issued by the weighing system is needed to perform an exhaustive investigation. Additionally, a review of the current weighing system was performed and confirmed as capable to detect missing pieces. Based on information provided it was not possible determine the root cause like a failure mode related to the manufacturing process since there is not enough information like a picture of original packaging and/or evidence of the label issued by the weighing system. Also, it was noted that this material was sold by a distributor in which the method (storage, repackaging, partial sells) to handle the material is unknown.

Manufacturer narrative:
The manufacturing location for this product is (B)(4). This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: na. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that sharps coll 8qt nest open top needle port lid was missing. This was discovered before use. The following information was provided by the initial reporter: upon checking for delivery at spd, it was confirmed that one lid was missing.